Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The cpc connector was replaced and disposed of. The solenoid spacers were replaced and disposed of. The solenoid spacers were not related to the pt event reported. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "posterior capsule tear" (capsule bag tear, posterior). Product problem(s): "anterior vitrectomy probe was difficult to connect" (fitting problem). The nurse reported a posterior capsule tear occurred. The surgeon attempted to perform an anterior vitrectomy. The anterior vitrectomy probe was difficult to connect to the system. The system was switched out and the anterior vitrectomy was completed. The iol was implanted. The nurse stated the posterior capsule tear was not caused by any alcon product.